Manufacturer narrative:
The reported events of noise, low pacing lead impedance and insulation abrasion were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead revealed an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of external insulation abrasion was consistent with friction to the device can and the reported events.

Event description:
During an unrelated procedure, oversensing and automatic mode switch episodes due to noise were noted on the right atrial (ra) lead. There was also decreased pacing impedance noted. During the unrelated procedure the physician assessed the ra lead and visually observed insulation abrasion. The issue was resolved by explanting and replacing the ra lead. The patient experienced no consequences.